Event description:
It was reported by the clinician there was strong resistance when inserting the spring wire guide (swg) through the arrow raulerson syringe, but continued to process. Eventually, the clinician decided to stop forcing the swg and instead tried to remove it. During removal the swg broke, but the clinician was able to remove all of it from the pt without difficulty or complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.